Event description:
Prior to a procedure for radio frequency ablation rhythmia, an intellanav stablepoint open-irrigated was selected for use. It was reported that the internal lumen of the catheter is blocked and cannot be purged, despite several attempts. The device has been replaced and the procedure was completed successfully with no patient complications. The product is expected to be returned for further analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Device evaluated by manufacturer: device technical analysis: the returned device matches with upn and lot provided by the customer. The device does not have visual defects. Functional test shows that the catheter functional mechanism worked properly. No abnormal resistance was felt when actuating the device. The device lumen was leak tested and a touhy bourst seal test was performed. The unit failed the test. The product revealed that the device has a blood obstruction through the lumen, affecting the performance of the device, consequently confirming the reported complaint.

Event description:
Prior to procedure for rf ablation rhythmia, an intellanav stablepoint open-irrigated was selected for use. It was reported that the internal lumen of the catheter is blocked and cannot be purged, despite several attempts. The device has been replaced and the procedure was completed successfully with no patient complications. The product will be return.

Manufacturer narrative:
Updated d4: serial number.

Event description:
Prior to procedure for rf ablation rhythmia, an intellanav stablepoint open-irrigated was selected for use. It was reported that the internal lumen of the catheter is blocked and cannot be purged, despite several attempts. The device has been replaced and the procedure was completed successfully with no patient complications.